Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that a patient alert was heard and with further evaluation it was noted there was a slow steady rise in right ventricular (rv) lead impedance and then a plateau near the alert range. It was further reported that the rv lead impedance did subsequently decrease without any intervention to the rv lead. The lead remains in use. No patient complications were reported as a result of this event.